Event description:
It was reported by a female patient that her vision in her left eye is gone, she can not read even large letters. She experiences starbursts and lines (it does not matter day or night), pain and headaches. On (B)(6) 2011, the patient went to her retina specialist and had two more injections. Her next appointment is on (B)(6) 2011. The patient further reported that she researched her problems on the internet and believes her lens to be decentralized and that is what is causing her problems. The patient has seen two doctors; one doctor told her that she may have glaucoma; another doctor said that his investigation found a tear in her lens or bag and he wanted to determine when this was done and how it could of happened. This doctor said he was trying to determine if she might be suffering from macular edema or macular degeneration. Irregular blood vessels, retina swelling and bleeding were found and the patient was referred to a retina specialist. No further information has been provided. The serial number and the actual event date are unknown.

Manufacturer narrative:
The patient had two abbott medical optics'' lenses implanted. The two serial numbers were not identified as to the implant location, right eye or left eye. Serial number (B)(4) and serial number (B)(4) are both model za9003 and it is unknown which lens was implanted in which eye. (B)(4). To date, the device disposition is unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Follow up with the patient on (B)(6) 2013 found the patient has lyme disease and is affected by sunlight (photophobia). Follow up with the patient's physician on (B)(6) 2013 confirmed that the patient has macular degeneration, retinal bleeding and elevated intraocular pressure (borderline glaucoma). The doctor stated that there was ''nothing wrong with the surgery he performed and nothing wrong with the intraocular lenses''; there was no capsule tear(s) and neither lens was dislocated. The patient was referred to a retinal specialist a year after her cataract surgery for problems not related to the surgery. Her vision had worsened due to her macular degeneration. Implant of left eye: (B)(6) 2010. (B)(4). Photophobia. Expiration date for intraocular lens serial number (B)(4) = 07/31/2013. Expiration date of intraocular lens serial number (B)(4) = 5/30/2015. Date of manufacture for intraocular lens serial number (B)(4) = 07/01/2008. Date of manufacture for intraocular lens serial number (B)(4) = 05/01/2010. All pertinent information available to the manufacturer has been submitted.